Manufacturer narrative:
The investigation has been completed and the reported occlusion was confirmed in the logs; no device issue was identified in regards to the occlusion. A different issue was identified during device investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was impacted; the value of the level was not known. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge.